Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for microbial contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The result showed, the device tested positive for staph coagulase negative. It was noted, the first liquid culture tested positive for growth, second culture test tested negative, and the distal end glue was noted to be faded. Additional information received indicated, the staff at the facility used non-sterile cup in the original culture, resulting in positive culture, and used a sterile cup during the second culture. It was noted, the scope had been isolated for pending culture. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction: b5 clarification. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, independent culture results and the results from the endoscopy support specialist dispatched visit. An olympus endoscopy support specialist (ess) was dispatched to the customer and site to observe the customer¿s reprocessing practices and there was no deviations from instructions for use (IFU) observed. Prior to the device being evaluated, it was sent to an independent laboratory for sampling and testing and no growth was found. The endoscope was visually inspected prior to extraction. Visible debris was not observed. Visible damage was not observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of this event. Information provided by the customer did not indicate that the scope was being reprocessed not in accordance with the instructions for use (IFU). IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device

Event description:
When the device tested positive for coagulase-negative staphylococci (biopsy channel), the results were unable to be quantitative. The personnel, washed the scope, reprocessed the scope and then recultured it. The second culture came back after 48 hours and there was no growth. This scope had passed leak testing, atp (adenosine triphosphate) testing without the need to repeat the atp testing and not noted to have any issues with function. First culture was obtained on 12/21/2022, scope was quarantined pending results. The second culture was obtained 12/30/2022 and scope remained quarantined and was then sent to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation. During device evaluation it was noted, dent and scratch was noted on the plastic distal end cover (c-cover), the adhesive on the bending section cover (a-rubber) was removed, the a-rubber glue was cracked, the cement around the observation lens and the light guide (lg) was peeling, the forceps passage had tear marks inside the channel, the insertion tube had scratches, and the lg tube had dent and surface scratch. The event is under investigation. A supplemental report will be submitted upon receiving additional information.